Event description:
It was reported that patient experienced multiple falls, patient had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg was explanted and replaced to address the issue. All impedances cleared.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.